Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen [500 mcg/ml] at a dose of 100 mcg/day. It was reported an alarm was heard and confirmed by telemetry. A non-critical pump memory error occurred on (B)(6) 2018. No attention dialog box popped up at interrogation. The hcp silenced the alarm and would continue to monitor the pump for any future alarms. No patient symptoms/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8840 ,product type: programmer, physician; product ID: 8870, product type: software .

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type programmer, physician product ID (B)(4) lot# serial# product type software information references the main component of the system and other applicable components are : product ID (B)(4) serial# (B)(4) ubd: UDI#: (B)(4) product type programmer, physician, product ID (B)(4) lot# serial# (B)(4): UDI#: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The cause of the non-critical memory error was unknown. The hcp had not heard further information from the company on cause. The serial number of the programmer was (B)(4) and the version of the software card used was (B)(4) . The issue was resolved. The patient¿s weight at the time of the event was (B)(6) kg.